Manufacturer narrative:
MDR 3003442380-2024-08305 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced that four infusion sets fell off during use. Infusion set was in use for less than 24 hours. No further information was available.